Event description:
During surgery a small portion of the device was chipped off during implantation, which should have no bearing on the performance of the device. The device was left in the pt but the broken piece of implant was removed. No pt complications were reported.